Event description:
Baxter pump running at correct rate, but not hooked to the patient. Amiodaron drip and bolus ordered. The drip was running, but tubing was not connected to the patient. The blue cap was found still on the tubing. Further follow up reveals that the nurse found the drip running onto the floor. The pump did not alarm because it was not connected.